Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the tidal volume could not be increased. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the tidal volume could not be increased. The remote service engineer (rse) advised to download the log and check for errors as well as check the flow sensor and gas delivery system (gds). No repair was performed. The customer declined repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume could not be increased. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the tidal volume could not be increased. The remote service engineer (rse) advised to download the log and check for errors as well as check the flow sensor and gas delivery system (gds). Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6).